Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the side bails were missing, the upper case, lower case, side bail covers and ring cover were broken, and the keyboard was scratched. Further analysis was performed on the heart lead flex. This analysis found that a cracked solder joint caused an open circuit path resulting in no ventricular output.

Event description:
It was reported that the external pulse generator failed its testing in that there was no output from the ventricular side. New leads were used as well as two analyzers but the result did not change. It was also noted that the belt clips and holders were missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).